Manufacturer narrative:
Zimmer biomet complaint (B)(4). UDI: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to the patient's fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient fell and a revision was needed due to a non functioning rotator cuff after the fall. The revision was due to the fall.